Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total laparoscopic colectomy, during the first fire, the surgeon pushed the green button of the powered handle, however, the device made no response and did not fire at all. New one was opened to correct the problem. No other adverse events reported.

Manufacturer narrative:
(B)(4).